Manufacturer narrative:
Investigation summary: bd (B)(6) received two samples and 3 photos for investigation. Bd japan reviewed the samples and confirmed the defect. The photos and samples were reviewed by the manufacturing plant and the indicated failure mode for banding ink( defective marking) was observed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of banding ink (defective marking) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode banding ink( defective marking) . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: dirty tubes x2."